Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 1001 mg/dl at the time of admission. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer also reported experiencing shortness of breath from their blood glucose. Customer stated they were wearing the insulin pump at the time of hospitalization. The customer's blood glucose was 266 mg/dl at the time of the call. Customer declined to check for the presence of leaks or air bubbles during troubleshooting. The customer requested to have the insulin pump replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.